Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305211 and lot number 8090621. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield and a drop of epoxy over the plastic needle hub. It could be possible for this defect to occur during the assembly process. The needle is positioned and assembled to the plastic hub using white epoxy to fix it. In this case, a jam may have occurred inducing the white epoxy drop over the needle plastic hub. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 photo was provided. It shows a needle assembly with no plastic shield. The photo shows a drop of epoxy over the plastic needle hub. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: nip assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. Rationale: based on the investigation carried out and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring this lot and symptom. This lot was produced for 1.9 mm units; therefore, the cpm is (B)(4).

Event description:
It was reported that foreign matter was found on the bd¿ blunt fill needle with filter before use. The following information was provided by the initial reporter: "it was reported there was a white foreign particle on the surface of the cannula."